Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered mechanical damage at the connection of the cable to the camera head. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e216 (scope communication error) displayed on the hd camera head. The procedure was finished with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the event occurred on (B)(6) 2022 during a therapeutic laparoscopic procedure. The device was inspected prior to use and error e216 was discovered. According to the initial reporter, the procedure was completed using another device without any delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error occurred due to a faulty cable. The cause of the faulty cable was caused by the customer¿s mishandling. The event can be prevented by following step 4.1 of the instruction manual for use which states: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drape or wiping the camera cable, be careful not to put excessive force to the camera cable. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.